Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 340 mg/dl at the time of incident. The customer stated that the alarm occurred at the end of the insulin cycle. The customer stated that the pump was placed on a conveyor belt daily for his job but the motor error started prior to that. The customer was able to rewind the pump at the beginning but the pump alarmed compromised force sensor system. The customer stated that the motor error alarms started 6 months prior to the call and remembered receiving no delivery alarms when his insulin was finished but instead he had been receiving motor error alarms. Troubleshooting was not completed because the customer declined since he was upgrading the pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was not returned for analysis.